Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate and remained static. Customer¿s blood glucose was 207 mg/dl. Reportedly, the customer fills the cartridge with cold insulin and fills with over 300 units of insulin. Tandem technical support educated customer on the filling processes. Fill estimate was accurate at the time of report.